Manufacturer narrative:
Correction - b5 - should have been - it was reported that the patient presented for a generator replacement procedure. Upon interrogation , it was noted that the chronic left ventricular (lv) lead exhibited high pacing thresholds. Not - it was reported that the patient presented for a generator replacement procedure. Upon interrogation and fluoroscopy, it was noted that the chronic left ventricular (lv) lead exhibited high pacing threshold and dislodgment. H6 codes - should not have added code for dislodgement. The chronic lv lead exhibited high capture thresholds and was not dislodged.

Event description:
It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was noted that the chronic left ventricular (lv) lead exhibited high pacing threshold. The chronic lv lead was attempted to be replaced. During the procedure, it was observed that the new lv lead exhibited loss of capture. Through fluoroscopy, it was confirmed that the new lv lead dislodged after connection to the device. The new lv lead was not used, and the existing lv lead was re-installed and was connected into the new device. The patient's condition was stable throughout the procedure. New information indicates that the chronic lv lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed. Electrical and visual analysis was normal with no anomalies found with the exceptions of damages consistent with those occurring at the time of the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28178. It was reported that the patient presented for a generator replacement procedure. Upon interrogation and fluoroscopy, it was noted that the chronic left ventricular (lv) lead exhibited high pacing threshold and dislodgment. The chronic lv lead was attempted to be replaced. During the procedure, it was observed that the new lv lead exhibited loss of capture. Through fluoroscopy, it was confirmed that the new lv lead dislodged after connection to the device. The new lv lead was not used, and the existing lv lead was re-installed and was connected into the new device. The patient's condition was stable throughout the procedure.